Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic during follow-up with palpitations and chest discomfort, the device was found to be in backup vvi. A device restoration was performed successfully. The patient was stable and will continue to be monitored with regular follow-up.